Event description:
Customer called regarding a back to back comparison done on his mtr. The first test was done a couple of hours after eating lunch. First reading was 357 mg/dl (14:36); customer washed his hands after the first test. The following results were received after the first test: 167 mg/dl (14:39; same lancet); 182 mg/dl (14:40; same blood); 177 mg/dl (14:41; same blood). Customer's normal blood glucose is 130-150 mg/dl after lunch, and 90 or 100-120 mg/dl after dinner. Customer has always tested without washing hands prior to blood glucose test. No symptoms of high blood. No treatment taken as a result of readings. No controls were run. A request was made for the return of the device and a replacement was sent.